Event description:
It was reported that, before a procedure, the spider 2's joint was found to be jammed. No patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received pressurized. The battery was the only accessory received. A functional evaluation revealed the dumbbell joint was stiff. The joint was disassembled. One of the pressure rings appeared to have an abnormality along it¿s edge. The edge of this pressure ring appeared to have a slightly flattened lip. The complaint was confirmed and the root cause has been associated with a damaged pressure ring. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.